Event description:
Customer reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 1.3. Date: (B)(6) 2010, inratio: 1.3, retest inratio: 1.3, lab: 2.3. Lab drawn prior to meter results on (B)(6) 2010. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.